Event description:
The customer reported receiving a no delivery alarm. The customer's blood glucose was 500 mg/dl at the time the issue was reported. The customer stated that he ran out of insulin in the reservoir and that the alarm was resolved with a complete set change. The customer declined to continue troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.